Event description:
A 3.0mm diameter x 24mm length medtronic ave gfx2 stent was inserted into the moderately calcified target lesion in the circumflex coronary artery after predilation with a 2.5mm diameter ptca balloon. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the femoral sheath. During removal into the guide catheter at the femoral sheath, the stent dislodged from the stent delivery system balloon. An attempt was made to snare the stent from the femoral artery, unsuccessfully. The pt went to surgery for removal of the stent. There was no add'l clinical sequelae reported relative to the event and there is no further info available from the user facility.